Manufacturer narrative:
Date received by manufacturer: 18oct2019. Report date: 22oct2019. The customer stated the unit passed performance verification testing and put back in clinical use, no parts replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17oct2019. Philips field service engineer (fse) was unable to replicate reported problem. No problems were observed during testing. Customer was also unable to duplicate the problem. The fse advised the customer to change the gas valve as stated in the service manual. The (fse) have advised the biomed to change the gas valve as stated in the service manual, he will decide, and if he wants to change the valve he will order it, or he might put it back into service. Customer will decide.

Event description:
The customer reported that while giving non-invasive ventilation (niv) to a patient the v60 ventilator showed 'oxygen not available' message and continued to give the same ventilation pressure using air as replacement. The ventilator then very quickly came up with the yellow warning saying 'check vent: oxygen device failed' and appeared to stop ventilating completely. The clinician removed the niv mask from the patient and replaced the facial oxygen. The patient did not receive any ill effects.